Event description:
Report received of a crack in the hub of an extension set causing leakage of a radioactive isotope. It was reported that a patient was to have a cardiac stress test. A peripheral IV was initiated and connected to this extension set. The 1.5cc myoview, a radioactive isotope, was injected. It was reported that a fluid leak was noted immediately. Upon further investigation, the clinican noted "a visible crack in the hub of the extension set". The amount of leakage was unknown, and the patient was sent for the scan. There was not enough myoview present for a successful scan, and the patient had to be rescheduled for a different day. The level of radioactivity detected in the room where the incident occurred was very high and the room had to be shut down for several days. There were no reported adverse effects to the patient or staff members. Additional information was requested, but no further information was provided.